Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched screen, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, broken battery tube threads and broken belt clip slot.

Event description:
It was reported that the customer's insulin pump alarmed several times and during the prime process. The piston continued to move forward after it made contact with the reservoir and insulin squirted out. Advised the customer that the device would be replaced. No further information was provided.